Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle had failure of product to contain blood (i.e. Leak in needle cannula and or hub) during use. The following information was provided by the initial reporter: the customer noticed ¿the sampling needle has a perforation in the middle and at the time of sampling the blood comes out, causing the patient to be sampled again.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and a needle crimped or with a crack in the middle along its length was observed. Based on a review of the product and material device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle had failure of product to contain blood (i.e. Leak in needle cannula and or hub) during use. The following information was provided by the initial reporter: the customer noticed ¿the sampling needle has a perforation in the middle and at the time of sampling the blood comes out, causing the patient to be sampled again.¿.